Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right atrial leadless pacemaker (ra lp) could not be interrogated. A chest x-ray revealed the ra lp was dislodged. Fluoroscopic examination during the procedure confirmed the ra lp was indeed dislodged and embolized. The ra lp was explanted and the patient was programmed to ventricular only pacing. The patient was stable throughout the procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Reported events of device dislodgment and failure to interrogate could not be confirmed. Visual inspection of the device found no anomaly on the outer or inner helix; the helix lengths were within specification. Further analysis performed found no anomaly contributing to reported event of an interrogation problem. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
Additional information received indicated the ra lp travelled to the pulmonary artery.